Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that orders not crossing and stations facing communication issue. A technical support specialist assessed the station and identified a potential network issue. With the assistance of the hospital's information technology team, they successfully resolved the problem. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system orders not crossing station in disconnect mode. A customer reported that user unable to issue medication to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.